Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8784, serial (B)(4), implanted: (B)(6) 2017, product type: catheter. Product ID: 8782, serial (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving lioresal (500 mcg/ml at 118.99 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2017 it was reported that the patient had not been sleeping over the past few nights. A dye study was performed on (B)(6) 2017. Per the reporter, the catheter may have become occluded after the dye study. On (B)(6) 2017 a catheter revision took place. After opening the pump pocket, a puncture in the spinal segment of the catheter was found and part of the catheter had a tear in it, so they removed 6.5 cm from the spinal segment and 1.0 cm from the pump segment. A new connector piece from a catheter revision kit was used and good csf (cerebrospinal fluid) flow was observed at the end of the case. The issue was resolved. The patient status was reported as ¿alive ¿ no injury¿. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. No further complications were reported/anticipated.

Manufacturer narrative:
The other relevant components include: product ID 8784 serial# I(B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter <(>&<)>. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The catheters were returned to the manufacturer for analysis. It was indicated the patient was not in a clinical study, the devices had been used with/in the patient for treatment, and there had not been a patient death or patient injury. It was reported the patient recovered without sequela following the revision on (B)(6) 2017.

Manufacturer narrative:
Analysis of the 8784 catheter component on (B)(6)2018 revealed no significance anomaly; the catheter was returned incomplete / in segments. Analysis of the 8782 catheter component on (B)(6)2018 revealed a user related hole. Analysis noted a leak occurred from the hole in the catheter body during pressure testing. If information is provided in the future, a supplemental report will be issued.